Event description:
Customer reported 3 patients with dlk who were treated on (B)(6) 2013. Patient had stage 1 diffuse lamellar keratitis (dlk) on both eyes. The patient was treated with a steroid (durezol). A flap lift and rinse was not performed. Surgeon increased steroid use to every hour daily for two days, followed by every 2 hours daily. Uncorrected visual acuity (ucva) was 20/20 right eye and 20/20 left eye. Patient has good vision and good comfort.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
On (B)(4) 2013, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications. Dlk resolved on (B)(4) 2013. No loss of best corrected visual acuity. Unknown cause of dlk and customer states they did not feel this was laser related. Note: all pertinent information available to amo at the time of this report has been submitted.